Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the was hospitalized due to hyperglycemia, diabetic ketoacidosis, feel weak and throwing up constantly on (B)(6) 2019 with blood glucose level over 600mg/dl and treated with liquid at hospital. Customer states the insulin pump stopped working and they off it. Customer states they were not longer wants to use the insulin pump and would like to return it. Customer declined to troubleshooting for high blood glucose. The device will not be returned for analysis.